Event description:
Low battery and memory full. No patient involved.

Manufacturer narrative:
Failure of battery -ve terminal pogo-pin. Although no visual abnormalities or variation in the physical spring resistance of the pogo-pins were identified, voltage fluctuations were measured across the -ve terminal pogo-pin, low battery fails and undefined fault code evident in the device memory.

Event description:
Low battery and memory full. No patient involved.